Event description:
Caller had a 99% blacked celiac artery. M.d. Attempted to place stent via groin, but had difficulties inserting. The next day, m.d. Made a 2nd attempt to insert stent. Stent was successfully implanted via the left axillary. Three months after implant, caller developed severe abdominal pain, nausea, vomiting and defecation problems. Callers was seen by physician. CT scan and ultrasound showed no problems with the stent. Caller was treated for pain. Caller continued to have problems and was seen at another facility nine months after initial surgery. Tests revealed the stent was broken and celiac artery was occluded. Caller alleged the stent was broken when they first had complaints 6 months prior, but the tests were real erroneously. One month later, caller under went bypass surgery to reestablish blood flow to right kidney. Stomach and pancreas surgery was successful. For the past 8 weeks, caller has been experiencing severe abdominal pain, nausea, vomiting and problems with defecation. Caller was seen by their physician angiogram revealed the bypass was still patent. A laparoscopy has been scheduled to rule out adhesions. Caller concerned that the stent placed in their celiac artery was a biliary stent. Caller stated that physicians are placing the wrong stents and they are aware they are not using the proper stents. Caller stated when they spoke to the manufacturer about this, manufacturer told them that they cannot control how the physicians use the device. The stent remains implanted.

Event description:
Add'l info rec'd from MFR 8/20/03: review of the films by an independent physician. Impression: the cause of the celiac artery occlusion in this case is almost certainly due to the compression of the celiac artery from the median arcuate ligament. With this entity, the median arcuate ligament extrinsically compresses the celiac artery (most pronounced with expiration). While there are several possible causes for the original occlusion, the pattern of the stent crush is almost certainly due to the median arcuate ligament. Again, this makes it almost certain that this phenomenon was responsible for the original occlusion and the secondary occlusion. There are two other very important points to note in this case. The first of these is that it appears as though the stent is crushed and not fractured as was originally reported. High quality abdominal radiographs can help to confirm this fact. This is an important point. A crushed stent is almost certainly due to the compression from the median arcuate ligament and does not necessarily represent a stent failure. The second important point to note in this case is that the collateral flow is unchanged after the reocclusion. In other words, the pt appears to have simply returned to their baseline level of flow that was present prior to the stenting procedure. Route sheet review of the manufacturing records revealed no anomalies that can be associated with the reported complaint. Lot numbers checked: w0201090, 0102010206 and 010201176. No other complaints were reported for this lot number to date. This is the first complaint of this type for this device.